Manufacturer narrative:
(B)(4). Date sent: 8/29/2023. Additional information was requested, and the following was obtained: 1. Tx60b does not cut only staple, could you please confirm device product code? 1. As the rep I am aware that the tx60b does not cut and only staples. I mentioned this when I called the device in. When I was informed about an issue with this device there was note attached to you stating¿ it cut but did not staple¿. So I shared this. 2. Please provide more details of device malfunction: 1. All I received was the device and a note. I have reached out for more information when no response. 3. Did the device lock out and could not be fired at all? 1. Unknown. 4. Or was the trigger advanced with no staples deployed? 1. Unknown. 5. Were there missing staples from the staple line? 1. Unknown. 6. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? 1. Unknown.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2023. D4: batch #362c45. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damage and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: squeeze the closing trigger until a click is heard. The instrument is in an intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. Squeeze the closing trigger and the handle fully together until a second click is heard. The closing trigger is now latched to the handle and the jaws are clamped onto the tissue, which is ready to be stapled. The firing trigger will simultaneously move down to the ready-to-fire position. Before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Fire the instrument by pulling the firing trigger back completely against the closing trigger until a click is heard, signifying the staples are fully formed. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 362c45, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device cut the tissue, but staples did not deploy. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Tx60b does not cut only staple, could you please confirm device product code? 2. Please provide more details of device malfunction 3. Did the device lock out and could not be fired at all? 4. Or was the trigger advanced with no staples deployed? 5. Were there missing staples from the staple line? 6. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.